Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial components for reasons loosing and lose of bone.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
Correction - please refer h6 health impact code, result code. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- there is a clear dislocation visible of the tibial component, adjacent are radiolucence and large cysts. Therefore the migration and the loosening can be confirmed. There is no clear reason regarding the underlying cause. However, patient related factors due to poor bone substance are likely. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial components for reasons loosing and lose of bone.